Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a user error, following the correct surgical technique for the device.

Event description:
Additional information was provided on 12/18/2023 where the sales representative stated this event occurred during a perfusion group spinning for cardiothoracic prp application on 11/09/2023. The case was completed by re-spinning with a new cartridge.

Event description:
On 11/27/2023, it was reported by a sales representative via (B)(4) that a 976000100 angel machine and an abs-10063 prp processing set didn't empty the set. This occurred during use in a case, with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.